Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing date: july 12, 2004. The device history record review could not be performed as the records could not be identified due to the age of the instrument. This device is approximately 11 years old. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior lumbar inter-body fusion surgery (a primary surgery-not a revision), a half inch tip of the instrument broke off cleanly and went into the patient. The fragment was retrieved; the surgery was completed using another device, with approximately a ten to fifteen (10-15) minute delay. There was no reported harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the distal 20mm of the upper jaw tip was found to be broken; fragment not returned. The curved distractor (393.941) is noted in three technique guides: spinal correction fra spacer, fra spacer instruments and anterior lumbar interbody fusion. In each system the distractor is utilized to restore disc height prior to trialing. The returned instrument was examined and the complaint condition was able to be confirmed as the distal 20mm of the upper jaw tip was found to be broken; fragment not returned. Relevant drawings for the returned instrument were reviewed: top-level, lower jaw and upper jaw. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The device history record review could not be performed as the records could not be identified due to the age of the instrument. This device is approximately 11 years old. No definitive root cause was able to be determined with the provided information however the failure mode is likely related to the application of excessive force/rough handling over 11+ years in the field. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.